Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of device expulsion ("essure insert in uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and metrorrhagia ("metrorrhagia"). Essure was removed. At the time of the report, the device expulsion and metrorrhagia outcome was unknown. The reporter provided no causality assessment for device expulsion and metrorrhagia with essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of device expulsion ("essure insert found expelled in uterus") in a 46-year-old female patient who had essure (batch no. Nwms 32499 and 32482) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nulli gravida, cervical intraepithelial neoplasia iii and loop electrosurgical excision procedure. Concurrent conditions included overweight (bmi 29.7) and rheumatoid arthritis (with multi-joint impairment under biotherapy). On (B)(6) 2017, the patient had essure inserted. In may 2018, the patient experienced pelvic pain ("pain episodes") and metrorrhagia ("metrorrhagia"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroscopic essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pelvic pain and metrorrhagia outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter considered device expulsion and metrorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pharmacist returned device removal- questionnaire. Patient (initials ag, birth date added (46 yrs old), nulligravida, height 168cm, weight 84kg) had a history of leep for intraepithelial neoplasia grade 2, she had polyrheumatoid polyarthritis with serious multi-joint impairment under biotherapy , intubation difficult leading to contra-indication to laparoscopic sterilization, essure inserted on (B)(6) 2017, batch numbers nwms 32499 and 32482. On (B)(6) 2018 (prev: (B)(6) 2018) per hysteroscopic essure removal performed for medical reason, primarily: (new event:) pain episodes and (already reported:) metrorrhagia, event onset may-2018, follow up available 6 months after removal, unknown if the symptoms had improved at the time. (Already reported:) device was found expelled (located in the uterus, vagina, outside the body through vagina). New: events are considered related to essure. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of device expulsion ("essure insert found expelled in uterus") in a 46-year-old female patient who had essure (batch no. Nwms 32499-inv; nwms 32482-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included nulli gravida, cervical intraepithelial neoplasia iii and loop electrosurgical excision procedure. Concurrent conditions included overweight (bmi 29.7) and rheumatoid arthritis (with multi-joint impairment under biotherapy). On (B)(6)2017, the patient had essure inserted. In (B)(6)2018, the patient experienced pelvic pain ("pain episodes") and metrorrhagia ("metrorrhagia"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroscopic essure removal). Essure was removed on (B)(6)2018. At the time of the report, the device expulsion, pelvic pain and metrorrhagia outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. The reporter considered device expulsion and metrorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality-safety evaluation of ptc we received a returned sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.